Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. Explant date: couple of years ago from the aware date.

Event description:
It was reported that the patients ipg had migrated. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.